Manufacturer narrative:
On 23-aug-2021, mentor received additional information regarding the event date. The event date is (B)(6) 2006. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 250cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including body pain, breast/chest pain, gi issues, depression, and anxiety. The patient stated that she had been experiencing the symptoms for years and had consultations with healthcare professionals. However, the root cause of the patient¿s symptoms is unclear. In addition, the patient experienced bilateral capsular contracture (grade unknown) and rupture. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right-sided prosthesis.